Event description:
It was reported that the hub connector of a mini-volume extension set broke off into the tubing, resulting in medication leaking out. This occurred during a patient infusion. It is unknown if there was patient injury or medical intervention associated with event. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the unknown medication leaked from the hub onto the patient¿s bed. Upon closer inspection it was observed that the hub had cracked; leaving a piece of the hub ¿inside the connection port.¿ the user had checked all connections to ensure that they were secure prior to infusion. There was no report of patient injury, medical intervention, or adverse event in association with this event.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. A visual inspection identified a crack in the male luer confirming the reported issue. The cause could not be identified. A CAPA has been opened to address this issue. Should additional relevant information become available, a follow-up medwatch will be submitted.